Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had not voided since the day before. It was noted that their foley catheter was removed. The patient reported they could not raise stimulation past 7.7 before the controller said ¿cannot provider desired settings¿. In a second call it was reported that the patient voided earlier. The patient switched to the right lead with amp at 0.6 and comfortable stimulation was felt in the bladder area. The patient stated they first felt stimulation on the chest area but then corrected themselves and stated they felt stim in the bladder area below the belt, not the chest area. It was noted that the battery life on the controller seemed to be getting low. The patient was advised that they should have enough battery for the remainder of their trial. It was noted that the lead removal was scheduled for (B)(6) 2017. No further complications were reported.